Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'the system does not respond to a slide clamp being inserted into the slide clamp keyhole' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device and found device does not recognize that the slide clamp was inserted into the keyhole (load point #1 position) due to color sensor unable to be calibrated. Upper aux requires replacement to address this issue. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum infusion pump did not respond to a slide clamp being inserted into the slide clamp keyhole. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.